Manufacturer narrative:
No patient information as no patient was involved in this concern. The returned product was found to have an issue with electrical line separation. The device malfunction was electrical line separation. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site to resolve the issue.

Event description:
A medtronic representative reported the site was unable to track a passive instrument with their stealthstation. There was no patient present.